Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: ninety-nine 2000ea7d products from lot 20065382 were received in sealed packaging for investigation. The feedback provided by the customer indicates leakage was detected at the smartsite component approximately 5 minutes into an infusion. The customer also indicated the smartsite component was oval in shape. A visual inspection of returned samples confirms the customer's experience as all the returned ninety-nine samples were oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065382 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 99 bd arterial smartsite¿ needle-free valves experienced leakage. The following information was provided by the initial reporter: leaking and has an oval shape rather than round access end.